Manufacturer narrative:
An event of endocarditis was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 21mm trifecta valve was implanted in a 78 year old female. On (B)(6) 2018, the patient presented with endocarditis and was treated with rocephine for 6 weeks. On (B)(6) 2018, the event was reported to have resolved. ((B)(6))